Event description:
Customer reported a blank display on his insulin pump. Customer's blood glucose is 219 mg/dl. The device or the battery compartment is not damaged or corroded. Customer was advised to remove the battery for ten minutes and reinserted a new one. If the display does not return, customer was advised to revert to his back up plan until a new battery cap arrives. Customer also reported he receives a lot of low battery alerts. His batteries do not last longer than a week. He was instructed to monitor the issue and call back when needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.